Event description:
The burn unit nurse practitioner reports that a patient had a new arrow 8.5 french 4-lumen venous catheter placed in his left subclavian vessel without incident. After placement confirmation, the rn began infusing medications and noted the catheter leaked at the distal brown port, specifically where the brown port meets the catheter. The md was notified. The nurse practitioner placed a new catheter (same size/type/manufacturer) in the right femoral vein. The left subclavian catheter was discontinued. No injury to the patient was reported.